Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced multiple falls which led to pain and swelling around the ipg site. The patient is also experiencing swelling at the lead site. Impedances were confirmed through diagnostic testing leading to ineffective stimulation and MRI incompatibility. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates the system was explanted on (B)(6) 2026 to address the issue.

Manufacturer narrative:
Added patient weight to a4. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.